Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs of device. The visual inspection noted: the first photo depicts fluid in the cannula near the titanium adapter. It¿s not clear if there is a hole or an air bubble. The second photo depicts a different angle view. It¿s not clear if there is a hole or possible air bubble. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was leak found near the titanium adapter. There was no reported patient injury.